Event description:
It was reported that this right ventricular lead was surgically abandoned due to noise signals. A new lead was successfully placed and no additional adverse patient effects were reported.